Event description:
According to the reporter, during a (tldg) total laparoscopic distal gastrectomy, surgeon claims the device was operating normally from the first firing to third firing. On the fourth attempt, the device did not work normally. The body, the adapter and the reload status indicator lights were on in solids. But the cartridge did not work. As result, a new device was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The eeprom was uploaded and indicated 39 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.